Manufacturer narrative:
Received one used mc330375 smallbore quadfuse ext set for inspection on (B)(6) 2025. As received, the filter vents were wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the bond between the quadfuse and the check valve. Examination of the bond area showed an incomplete insertion. There was also leakage from the filter vents on the filter. The reported complaint can be confirmed. The probable cause of the channel leak is due to an incomplete insertion. The probable cause of the filter leaks is due to a loss of hydrophobic properties due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that the 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock exhibited a leak. It states that the registered nurse found the quadfuse set leaking during the infusion. The event occurred during infusion. Number of involved problematic devices is 2. Type of procedure is infusion and medications involved were tpn and lipids. The device was changed out/replaced with no further problems encountered. There was patient involvement, no adverse event and no delay in therapy.